Event description:
In 2005 9:00am- the patient did a vest treatment for a full 20 minute session. 10:00 am- he began experiencing severe chest pain and shortness of breath. Patient did not do anymore vest treatments, because he was having too much pain. About one month later the patient went to the ER for evaluation as symptoms were not resolving. The doctor took x-rays which showed pneumothorax. A chest tube was inserted and the patient was hospitalized for 4 days in the ICU and 12 days in the ccu, before being discharged.